Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was noise resulting in oversensing due to alleged lead damage noted on the right ventricular (rv) lead. The lead damage was not confirmed with any imaging. The rv lead was capped and replaced to resolve the event and the patient was in stable condition.